Event description:
Complainant alleged that during functional testing, the device inappropriately shut down after an invald "replace electrode" prompt. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.